Event description:
It was reported that during the implant attempt, the lead exhibited no sensing. The lead was repositioned, without success. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The inner tubing was kinked/buckled, and the lead appeared to have been damaged at implant.